Event description:
Additional information: it was reported that patient was admitted on (B)(6) 2019 with a lactate dehydrogenase (ldh) of 2000 u/l, dark urine and power spikes.

Manufacturer narrative:
Section b5, d4, h4: additional information. Investigation summary: analysis of the submitted log file appeared to show the pump operating as expected and a direct correlation between the reported events (elevated ldh, renal failure, suspected thrombus) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The reported power spikes could not be confirmed through this evaluation. The submitted log file contains data from (B)(6) 2019 at 09:52:59 through (B)(6) 2019 at 00:06:36. The fixed speed was set to 9200 rpm, power ranged from 4.7-7.2 w, estimated flow ranged from 4.9-8.3 lpm, and average pi was between 2.2 and 6.2. No notable trends in pump parameters were observed. The pump speed remained above the low speed limit of 8200 rpm for the duration of the file. One no external power event was captured on (B)(6) 7at 09:40:19 that appeared to be the result of both power cables being disconnected at the same time (investigated under (B)(4)). No additional atypical alarms were captured and the system appeared to operate as intended. The account communicated that the patient experienced dark urine and elevated ldh from 400 u/l to 861 u/l and eventually greater than 3000 u/l. The patient was treated with IV heparin and IV fluids. Medical management was chosen as the patient was a high-risk surgical candidate. Thrombus was not confirmed through any diagnostic tests. The most recent tte demonstrated multiple small mobile echodense targets in the left ventricular cavity throughout the echo, of unknown significance, but possibly representing cavitations or gas bubbles. No distinct left ventricular thrombus was seen. It was later decided to transition the patient to palliative care. The vad was disconnected and the patient expired on (B)(6) 2019. The pump was reportedly clotting/failing and the patient had worsening renal failure and liver congestion. Heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The hmii lvas IFU lists hemolysis, device thrombosis, peripheral thromboembolic events, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines pump speed, power, flow, and pi are addressed. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. This document also contains information regarding the recommended anticoagulation therapy and inr range and outlines indications of pump thrombosis, as well as how to respond to such events. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: patient was admitted with lactate dehydrogenase (ldh) value of 3000 u/l. It was indicated that the patient¿s clinical presentation shows signs and symptoms of possible thrombus. On (B)(6) 2019, a tte was performed which demonstrated multiple small mobile echodense targets in left ventricular cavity throughout echo of unknown significance possibly representing cavitations or gas bubbles. Moreover, no distinct left ventricular thrombus was seen. The data that was reviewed did not contain attributes which would lead us to suspect the presence of thrombus within the motor chamber; however that does not mean that thrombus is not present in the circulatory loop. Clinical indications that may confirm the presence of thrombus such as elevated ldh levels, dark colored urine, decreased lv unloading, increased heart failure symptoms, or decreased blood flow to the pump. Patient was taken for palliative care. Patient's family disconnected the vad and patient expired on (B)(6) 2019. It was reported that cause of death was suspected thrombus, renal failure and liver congestion. Pump will be returned for analysis.

Manufacturer narrative:
Section outcomes attributed to adverse event, event, device codes: additional information.

Manufacturer narrative:
Referenced stroke was captured under medwatch MFR #2916596-2019-00326. Age of device: 7 years, 5 months, 27 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that patient had an elevated lactate dehydrogenase (ldh) of 861 u/l while admitted for stroke. Patient developed dark urine. In past, patient's ldh had been in the 400 u/l range as an outpatient with no specified symptoms. Patient was treated with IV heparin and intravenous fluids. It was reported that pump power remained elevated in the mid 6w range and from the baseline in the mid 5w range. Patient is still admitted and on heparin. No further information was provided.